Manufacturer narrative:
(B)(4). The locking bar is packaged with the tibial tray but can be replaced without removing the tray; it is unknown if the tibial tray was removed as well. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a knee revision arthroplasty three months post implantation due to the locking bar backing out of the tibial tray.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Further examination of the mating surfaces of the device identified the following features which are consistent with the locking bar not being fully inserted: the contact marks on the superior side of the locking bar terminate approximately 4mm prior to the expected contact area with the medial lug based on print dimensions at full engagement of the locking bar. Device history record was reviewed and no discrepancies were found. The marks on the device are consistent with it not being fully engaged during initial insertion however, it cannot be confirmed that the reported event occurred due to improper insertion of the locking bar. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.